Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests. The results were 446, 402, 252, and 200 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the rptr for further info on the reported tests have not been successful.